Event description:
A distributor reported that a revision surgery was performed for a non-union (pseudoarthrosis), and to remove a broken pedical screw. Based on info received, it appears that failure of the pt's vertebra to fuse followed by prolonged fatigue to the spinal fixation system is the likely cause of the screw breakage. The screw was originally implanted in the s1 vertebral body approximately in 2007.

Manufacturer narrative:
After multiple requests for additional info, the initial reporter had not provided details related to the device, such as model and lot numbers. The explanted device is unavailable for evaluation. The initial reporter indicated that the pt's vertebra did not fuse. Hardware was replaced at l5-s1 and new hardware was implanted at l4-l5 during the revision surgery. Based on the info received regarding the pt's condition (i.e, lack of bony fusion), it appears that prolonged fatigue due to pseudoarthrosis is the likely cause of the pedical screw breakage. Note that labeling for the device indicates that: the system is intended for temporary fixation while awaiting bony fusion to take place (i.e., not intended to withstand prolonged fatigue in the absense of fusion), pseudoarthrosis and implant breakage are possible complications. The surgeon should consider factors that may impact fatigue performance.